Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-00005 and 2134265-2015-09508. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an opticross imaging catheter was used in conjunction with a motor drive unit and a sled. When the physician attempted to perform pullback, the telescope part of the opticross&#10244;ID not move. Therefore, automatic pullback was unable to be performed. The procedure was then completed with another of the same device. No patient complications reported and the patient status is good.